Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and functional testing were completed. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. Sample #1: the returned device was visually evaluated, and the following was observed: kink on the proximal portion of the balloon shaft, likely due to packaging. Residual fluid inside the inflation balloon. The inflation balloon shape appears to be normal. Sample #1: functional testing was conducted to assess the valve alignment and balloon deployment function, including the integrity of the inflation pathway. The following observations were made: engineering was able to be perform gross alignment and fine adjust with no difficulty. Engineering was able to inflate the inflation balloon without difficulty. The balloon was deployed evenly and the shape of the fully expanded inflation balloon appears normal. Additionally, inflation/deflation time measurements were taken of the returned device. The total time for balloon inflation and deflation must be ' 20 seconds. Recorded measurement shows device met specification (inflation/deflation time 12.57 sec). 3mensio report was evaluated, and the following was observed: calcification present in the landing zone and iliac-aortic bifurcation. Calcification and tortuosity present in the right access vessels. Descending aorta appears normal. Fluoro video was evaluated, and the following was observed: prior to deployment, the crimped valve was not located between the alignment markers. During the initial deployment, the balloon inflated asymmetrically, with the proximal side inflating first and nearly reaching full before the distal side started to open. At the end of deployment, the valve appears to be fully expanded and deployed successfully. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/s3u/s3ur IFU was reviewed along with the device preparation and procedural manual's. Warnings include 'do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed'. Valve delivery instructions include, 'before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for valve alignment difficulty or inability - fine adjust, valve not between alignment markers and deployed and inflation difficulty and/or incomplete inflation were confirmed based on the provided procedural imagery. A review of the DHR and lot history was unable to be performed as the device work order information was not provided. However, product evaluation confirmed that the device meets specifications, and no manufacturing non-conformance was identified. Additionally, a review of the IFU/training materials revealed no deficiencies. Per event description, 'during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the interventional cardiologist and surgeon both noticed material, possibly the balloon, hanging outside of the valve. The physicians had difficulty during fine adjust valve alignment as the balloon would not pull back fully into valve.' There are several factors that can lead to valve alignment difficulties, such as vasculature tortuosity and residual fluid. However, the event description reported that the valve alignment was performed in a straight section of the anatomy, and the 3mensio report indicated a normal patient anatomy. Additionally, the fluoro video showed no indication of residual fluid. Therefore, based on the provided information, the definitive root cause was unable to be determined at this time. Also, the event description stated, 'the valve was not between the markers before valve deployment as the proximal marker was a little outside of the valve.' The fluoro video showed that the valve was not properly aligned in between the valve alignment markers prior to deployment. Per training manual, 'before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker'. Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. Furthermore, the event description reported, 'the valve is noted to have expanded a little differently than normal, however it was successful.' Based on the returned device evaluation for the delivery system, the total inflation and deflation time met the specifications and the balloon was able to fully inflate/deflate. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. The fluoro video showed that the valve was initially deployed asymmetrically, with expansion occurring only on the proximal side. As deployment continued, the distal side eventually opened, and the valve was successfully deployed. While there was no evidence indicating that a manufacturing non-conformance contributed to the complaint, investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, although there was no reported difficulty in advancing the delivery system through the sheath, the sheath was not returned for evaluation. As such, the possibility of a torn tip contributing to the reported issue cannot be eliminated. Therefore, to further investigate and assess the potential risk associated with the issue, a product risk assessment (pra) has been initiated. A pra has been previously initiated to assess the risks associated with inflation difficulty and/or incomplete inflation. As part of investigation, the pra re-escalation assessment was performed and has not been exceeded for the following reasons: the rmw overall risk level has not been increased. The event has resulted in procedural delay. The calculated occurrence rate for constrained inflation that associated with this pra for commander delivery system complaints for past 12 months did not exceed the predicted occurrence rate and risk level of 0.01%. The risks outlined in pra accurately capture the potential for procedural delay and the risks remain the same. There is no new risk identified. Based on this assessment, the pra remains applicable and no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the interventional cardiologist and surgeon both noticed material, possibly the balloon, hanging outside of the valve. The physicians had difficulty during fine adjust valve alignment as the balloon would not pull back fully into valve. There was no tortuosity of the vessel where valve alignment was performed and it was performed in a straight section. The patient was not harmed and valve was deployed successfully. Additional information noted that the material was noticed during valve alignment. The alignment issue was not resolved, some of the balloon was not able to be fully pulled back into the valve. Having experienced a similar issue before, the fcs believed there was enough balloon inside of the valve to still deploy successfully. The valve was not between the markers before valve deployment as the proximal marker was a little outside of the valve. The valve is noted to have expanded a little differently than normal, however it was successful. There was no observable damage noted on any of the devices. The patient was in stable condition and discharged.

Manufacturer narrative:
The investigation is ongoing.